Event description:
One hour after hdf treatment, 5 patients experienced adverse reaction such as hypotension, nausea and difficulty breathing. Anti-allergic therapy such as IV dexamethasone and hypertonic glucose were administered to all patients, which alleviated symptoms in some cases, while others required replacement of the dialyzer. No additional information has been provided.